Event description:
Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2013. Monitoring of the generator output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis of the returned 62mm lead portion, quadfilar coils 1 and 2 appeared to be broken approximately 60mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 60mm) and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. Extensive pitting was observed on one of the broken coil strands and pitting was observed on the coil surface. Scanning electron microscopy was performed on the quadfilar coil 2 coil break (found at 60mm) and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the reported high impedance. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. Date of event, corrected data: additional information indicates that the date of event is at least (B)(6) 2013.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that x-rays did not show an obvious break in the lead. The patient was referred for surgery. The patient underwent generator and lead replacement on (B)(6) 2014. During the surgery, a lead break was identified at the portion of the lead coiled behind the generator. Further follow-up revealed that the patient's device was not programmed off after observing the high impedance. The explanted devices are expected to be returned for analysis, but have not been received to date.